Manufacturer narrative:
Other, other text: h3: two pictures of a cadd cassette reservoir were received for evaluation. The first picture showed the front view of a cassette product from part number (p/n) 21-7302-24. The second picture showed the cassette assembly (ay) bag neck. One cadd cassette reservoir from p/n 21-7302-24 was received in used conditions inside of a plastic bag. Leak testing on the sample received was performed using a syringe to look for unusual functions. A leak was detected in the ay bag, the reported issue was able to be confirmed and determined to be a manufacturing issue.

Manufacturer narrative:
The lot number is unknown at this time.

Event description:
Information was received that after filling the cadd cassette reservoirs - flow stop, leaking was noted. There was no patient injury.